Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of leakage wih an infusion set as she smelled insulin on the site of her tubing and reported that there's a leak on it as the infusion set tubing got detached after being used for 1 day. The site of insertion was reported to be abdomen. The location of detachment was reported to be quick release. In relation to the site the pump was located in the pocket. There was no stress or pull reported on the tubing. No further information available.